Manufacturer narrative:
Results: one used unit and five rep units were returned for analysis. A review of the device history record revealed no discrepancies associated with this incident. The used unit was inspected and glue was found on the style and hub joint. The rep units were functionally tested for activation force and pull force of the stylet and the white stylet puller. The rep units met and performed within specifications. Conclusion: no corrective action will be taken at this time, as the root cause of the incident is indeterminate.

Event description:
Upon activation of the safety device, the stylet wire broke at the level of the white stylet puller. As a result, the clinician removed the needle/stylet assembly from the unit by hand.